Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. While the device was at a third-party bench repair facility, it was discovered that two membrane buttons were not working as expected. As this issue was discovered at the third-party bench repair facility, there was no patient involvement.